Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28 jul 2006. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "concerns with the product".

Event description:
Healthcare professional reported left sided deflation and bilateral exchange from textured to smooth implants due to "patient's concerns with the product". The device remains implanted. This record pertains to the left side.